Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600mg/dl. The customer had symptoms of possible diabetic ketoacidosis and treated with insulin injection and insulin pump. Customer's blood glucose value was 93mg/dl at the time of the call.. Troubleshooting was performed. The insulin pump passes high pressure test. There were no leaks or air bubbles. The product will be return for analysis.